Manufacturer narrative:
The radiesse dermal filler had been mixed with 0.3ml xylocaine. This pt has had prior radiesse injection without issue. The pt's symptom resolution was reported as "on-going." The radiesse device history records for 1027949 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted.

Event description:
This event was reported to merz (B)(4) on (B)(4) 2012: the pt was injected with radiesse dermal filler mixed with 0.3ml xylocaine, on (B)(6) 2012 to the nl folds. One hour following the injection, the pt noticed redness nd edema of the right nl fold. Hematoma and induration developed on (B)(6). On (B)(6), there was the appearance of a wound and crusts on both alar and nl folds. Sweating and bleeding of the area developed on (B)(6). The pt was treated with solupred 60mg daily for 3 days, augmentin 2g daily for 10 days, and zelitrex 500- 6 tab daily for 15 days. The pt had no history of herpes outbreak. Additionally, the pt was treated with cicatrising cream.